Event description:
There was an allegation of questionable results from two coaguchek meters compared to a laboratory result using an unknown method. The first meter is coaguchek xs meter serial number: (B)(4) using test strip lot: 60942022 with an expiration date 31-oct-2023. The second meter is a coaguchek plus meter serial number: (B)(4) using test strip lot: 54974313 with an expiration date 31-dec-2022. This MDR applies to test strip lot: 60942022. Please refer to the medwatch with patient identifier. Patient identifier: (B)(6) for information related to test strip lot: 54974313. On (B)(6) 2022 at 7:36 a.m., the coaguchek xs meter result was > 8.0 inr. On (B)(6) 2022 at around 9:00 a.m., the coaguchek plus meter gave a result of > 8.0 inr. On (B)(6) 2022 at around 9:00 a.m. The patient had a laboratory result of 6.0 inr. On (B)(6) 2022 at around 1:00 p.m., the patient had a laboratory result of 5.9 inr. The patient held their warfarin dose for one night. The patient¿s therapeutic range is 2.5 - 3.6 inr. The patient's testing frequency is biweekly.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The strips were requested for investigation. Replacement product was sent. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."